Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient stated that on the day of the event she experienced low cgm readings between 7:00 am and 9:00 am, accompanied with feeling sick and having a headache. No fingerstick was taken at that moment. At 10:00 pm, the patient received an urgent low alert again and drank orange juice and dex4 (oral glucose). The patient thought about self-treating with a baqsimi nasal spray but did not do this. The patient contacted her husband and daughters for assistance and an ambulance was called. The ambulance arrived at 11:00 pm and monitored the patient until 12 midnight. A fingerstick was taken and the cgm reading was low, and the blood glucose reading was 30.0 mmol/l, and it was decided to bring the patient to the hospital. At the hospital, the patient underwent various tests, including abdominal scans, blood tests, and urine analysis. She received treatment with intravenous saline, medication for nausea, and was given morphine. On the day of the report, which was the day after the event, the patient had been discharged from the hospital (less than 24 hours) and stated she was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.